Event description:
It was reported that during initial implant before being placed in the body that the right ventricular (rv) lead helix was unable to retract completely and difficult to extend. The rv lead was not used and the physician elected to complete the procedure with a different rv lead. The patient is recovering after the procedure.